Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, underwent a paroxysmal atrial fibrillation procedure with a lasso nav variable eco and a visualization issue occurred. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and it was found that ring 1 had a gap between the spine cover on distal side. Also some reddish material similar to human blood was found inside the gap. In addition, the spine cover was wrinkled on proximal side of ring 20. These conditions were not originally reported on the complaint. For ring 1 it is unknown how the ring was damaged. An internal corrective action has been opened to address this issue. Due to this condition the catheter outer diameters were measured and device was within specifications then per the reported event, the catheter was evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported customer complaint cannot be confirmed.

Manufacturer narrative:
This supplemental report is in response to the FDA request dated october 1, 2014. Please confirm or provide the model, lot, serial, and/or catalog number (s) of the device listed in the medical device report as applicable. Response: the product information is: model number: d-1343-01-s, lot number: 16004356l and catalog number d134301. Please provide a complete list of all related medical device reporting (MDR) access numbers, as well as the reason for their inclusion in the trend. Response: 2029046-2014-00087, 9673241-2014-00080, 9673241-2014-00033, 9673241-2014-00151, 9673241-2014-00122, 9673241-2014-00216, 9673241-2014-00231, 9673241-2014-00152, 2029046-2014-00132, 9673241-2014-00290, 9673241-2014-00263, 9673241-2014-00193, 2029046-2014-00193, 2029046-2014-00186, 9673241-2014-00217, 9673241-2014-00222, 2029046-2014-00238, 9673241-2014-00223 9673241-2014-00289, 9673241-2014-00287, 9673241-2014-00269, 2029046-2014-00269, 9673241-2014-00285, 9673241-2014-00347, 9673241-2014-00369, 9673241-2014-00397, 2029046-2014-00379, 9673241-2014-00516, 9673241-2014-00589, 9673241-2014-00560 these were included in trend for damaged ring and/or foreign particles under the rings. Please describe any similar complaints. Response: (B)(4). (B)(6). (B)(4)

Event description:
It was reported that a patient, underwent a paroxysmal atrial fibrillation procedure with a lasso nav variable eco and a visualization issue occurred. There was no patient consequence. This event was originally considered non-reportable, however, bwi failure analysis laboratory received the device for evaluation and found that ring #1 has a gap between the spine cover on distal side, leaving it rough and also has some reddish brown material inside the gap and spine cover was wrinkle on proximal side of ring #20 on (B)(4) 2014 and have reassessed the event as reportable.